Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the infusion set this morning and the insulin was coming out too fast. Customer's blood glucose dropped to 43 mg/dl. Customer's blood glucose was over 600 mg/dl. Customer programmed a 6 unit bolus and no drops came out. Customer stated that she has a back-up plan and has treated with a manual injection. Customer stated that the alarm occurred previously and it occurred during bolus and basal. Troubleshooting was performed and customer verified that the insulin did exit the tubing. Customer was advised that the pump was working as designed. Customer was explained that the alarm was caused by the set or reservoir connection. Customer stated that this has happened with 4 sets and she changed the reservoir 2 times.